Event description:
It was reported that wayne pneumothorax catheter failed to evacuate the air as intended following its placement in a 81-year-old female patient. On the second day of admission, the patient was emergently treated for iatrogenic pneumothorax with right lateral placement of a wayne pneumothorax catheter. The patient¿s pneumothorax had occurred post-biopsy during bronchoscopy. The chest tube procedure was performed in the intensive care unit. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to water seal, and the initiation of drainage was successfully achieved. On the second day of admission (the day of procedure), it was observed that, although the chest tube was correctly positioned, it failed to reinflate the lung. An additional chest tube was inserted, leading to the near-complete resolution of the pneumothorax. Both chest tubes remained in place until the patient's death 6 days post-procedure.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between (B)(6) 2017 and (B)(6) 2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? The device not returned to the manufacturer. H6 - annex f28: selected to capture the report patient death not related to reported adverse event. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that a wayne pneumothorax catheter failed to evacuate air as intended. On day 2 of admission, the 81-year-old female patient was emergently treated for iatrogenic pneumothorax with right lateral placement of a wayne pneumothorax catheter. The patient¿s pneumothorax had occurred post-biopsy during bronchoscopy. The procedure was performed in the ICU (intensive care unit). The device was successfully placed in the desired location, confirmed by x-ray, and attached to water seal. Initiation of drainage was successfully achieved. On the day of the procedure, it was noted that, despite chest tube being placed in desired location, it did not reinflate the lung. An additional, second chest tube was placed with near complete resolution of the pneumothorax. Both chest tubes remained in place until the patient¿s death 6 days post-procedure. No lot number or catalog # for the device was provided. A sales search for wayne devices sold in USA in the last 3 years identified the most sold catalog #; however, the exact identification for the complaint device could not be identified. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted for this device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device does not provide any information regarding this failure. Based on the information provided, no device return, and the results of the investigation, a definitive root cause for this event could not be established. It is possible that the patient¿s pneumothorax was too large for the initial chest tube to have therapeutic effect. However, this possibility cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.